Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode, check belt messages) has been confirmed. Upon investigation the cable connecting ECG "a" and ECG "b" was cut, causing the reported belt alarms. The root cause for the cut cable was physical abuse. No adverse event resulted from the damaged cable. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt called zoll customer support to report that he was receiving check therapy electrode messages and check belt messages. The pt was issued a replacement electrode belt.